Event description:
In 09/2005 - a dental implant was placed in tooth location # 2. Subsequently the pt was experiencing pain. Eight days later the implant was removed from the pt's mouth. In 12/2005 - the clinician was contacted. She stated the pt had post-operative pain and requested that the implant be removed. After the implant was removed from the pt's mouth the pain dissolved. The pt is currently doing okay.